Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D4. Medical device lot #: the customer reported lot #2145632, but this was not found to be associated with the reported material number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding from this box 10 pen needles clogged during flow check and sometimes flow check. Discard samples. Informed husband and wife of non patient end placement . Lot # 2145632. Catalog# 320555. Date of event unknown from this box sample status discard.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding from this box 10 pen needles clogged during flow check and sometimes flow check. Discard samples. Informed husband and wife of non patient end placement lot # 2145632. Catalog# 320555. Date of event unknown from this box. Sample status discard.